Manufacturer narrative:
Not avail.

Event description:
This spontaneous report, (B)(4), (B)(6) from switzerland was reported by a male consumer (age unspecified) who had a permanent scarring after using the hero mighty patches unspecified. On an unspecified date, the consumer initiated hero mighty patches unspecified topically for some bad rashes. After applying the patch in the affected areas, he noticed a permanent scar on the contour of the patch. No additional information was available. The action taken with hero mighty patches unspecified was not applicable. The outcome of the event was not recovered.